Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date upon routine inspection, the cannulated connecting screws do not unscrew easily. There is no patient involvement. This report is for one (1) cannulated connecting screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality for the cannulated connecting screw observed that the device has surface scratches/disengagement markings.the surface scratches is possible with over-tightening of the screw. The etch of the device is slightly unreadable. Received condition agrees with complaint description. Functional test: the nail and insertion handle from the event were not returned, therefore a functional test with devices from the event was unable to be performed. Dimensional analysis: the outside diameter of the returned connecting screw's non-threaded shaft just proximal to the thread measured and is within specification per relevant drawing. Document inspection: the connecting screw for the system is 03.037.010. Therefore, the following documents were reviewed: - connecting screw drawing (current revision f/g) -no product design issues or discrepancies were observed during this investigation. Conclusion: while no definitive root cause could be determined it is possible that any unintended forces encountered by the device during its usage or handling could have led to the complaint condition.the surface scratches is possible with over-tightening of the screw and which may lead difficulties in unscrewing the cannulated connecting screw . During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.010. Lot: 9484337. Manufacturing site: hägendorf. Release to warehouse date: 25.aug.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.